Manufacturer narrative:
(B)(4).

Event description:
It was reported that eri was on (B)(6) 2013 pump battery depleted had reached .it was added that patient was experiencing increased spasms and hallucination. It was indicated that patient was admitted to the hospital but unsure of the right date. It was added that patient was doing a lot better and being medicated. It was stated that patient was going to be scheduled for pump replacement. The pump was being used to deliver lioresal. It was later reported that patient heard the alarm, pump was at the eos. Eri was (B)(6) 2013 and the pump was going to be replaced on (B)(6) 2013. It was added that patient was itchy. The pump was being used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).